Manufacturer narrative:
The device was returned to olympus for evaluation/inspection.based on the results of the investigation, the foreign material was identified. It is likely the result of dust or dirt; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the flex video scope, which is an olympus asset with no reported complaint. During the evaluation of the device, adhesive on a-rubber had foreign objects. The field service engineer assessed the condition and determined that the foreign objects was due to dust or dirt. There was no patient involvement.